Event description:
The patient has had previously undergone CABG at another hospital. Acs was suspected and emergency cag was performed. Due to svg-lcx occlusion, pci was performed on the native lcx. After rotablation, the coronary artery was perforated. When placing the pk papyrus covered stent system through a guideplus ii, a dislodgement of the stent was noticed in the lm. A small diameter balloon was used, and the stent was successfully retrieved. Two pk papyrus (2.5 x 15mm) were then used. Since some of the peripheral side could not be sealed, hemostasis was confirmed with coil embolization and the procedure was completed. No cardiac tamponade occurred.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The device was returned with the stent being displaced on the balloon by about 1 mm in distal direction. The stent is severely deformed over its entire length (i.e., the stent shows indentations and pinches from the physicians attempt to re-crimp the stent to the balloon). Contrast medium residue was observed in the balloon- and inflation lumen. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU clearly states that if the product is removed prior to dilation, it should not be reinserted because the stent or delivery system may have been damaged during the initial attempt to pass the lesion or at the time of removal. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The patient has had previously undergone CABG at another hospital. Acs was suspected and emergency cag was performed. Due to svg-lcx occlusion, pci was performed on the native lcx. After rotablation, the coronary artery was perforated. When placing the pk papyrus covered stent system through a guideplus ii, a dislodgement of the stent was noticed in the lm. A small diameter balloon was used, and the stent was successfully retrieved. Two pk papyrus (2.5 x 15mm) were then used. Since some of the peripheral side could not be sealed, hemostasis was confirmed with coil embolization and the procedure was completed. No cardiac tamponade occurred.